Event description:
Philips received a complaint on the heartstart mrx indicating that the external paddle is not detected. There was no reported patient involvement. The customer worked with the philips service representative. It was determined that this was a malfunction of the therapy receptacle assembly which was ordered to the customer for their installation. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy receptacle. The reported problem was confirmed only by customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The to replace the therapy receptacle to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.